Event description:
The surgeon was inserting a three piece silicone lens model aq2010v into the patient's eye and the trailing haptic tore. The lens was removed without enlarging the incision and was replaced with another lens. No patient injury.

Manufacturer narrative:
Evaluation codes: results: (other) - a visual inspection of the returned lens shows one haptic is torn off. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.